Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been 1 other similar events for the lot referenced, which was reported for elevated levels of cobalt and chromium. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Patient had a primary right total hip replacement (B)(6) 2009. She did well. During recent follow up, with a new surgeon, she complained of pain. She was worked up. Components looked well fixed. She did have an elevated cobalt chrome level of 8. She was scheduled for a revision. At time of revision the components were well fixed, the stem and cup were retained. The trunnion had modest evidence of wear, but was in good condition. The cup liner was replaced with an mdm liner and a new titanium sleeve was placed on the stem. A new head was impacted. The construct was stable through the full range of motion. The operation was completed successfully. The patient will continue to be monitored.